Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient's device hasn't been working for 10 years. Technical services reviewed that the ins should have been reached normal eos in 2016, but without communication with an external device, there would be no way to confirm the ins was off and indeed depleted. Technical services reviewed head only guidelines and that it would be up to the facility¿s decision to scan the patient's head based on the patient¿s word and device longevity of nine years. No symptoms were reported. The event occurred in 2009. No further complications were reported/anticipated.